Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic ventral procedure, while on fixation of mesh to abdomen, the two devices fired incorrectly. Two devices didn't fully fire tacks into tissue and both devices made loud crunching sound. A third tacker was opened to complete the case. There was no patient injury.